Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
During evaluation at bench repair, it was identified that the device had no audio. The device was not in use monitoring a patient at the time of the reported issue. There was no patient involvement.

Event description:
During evaluation at bench repair, it was identified that the mx40 had no audio. The device was not in use monitoring a patient at the time of the reported issue. There was no patient involvement. Visual inspection found the speaker wire was damaged and there was no speaker sound at start up test. Based on the information available and the testing conducted, the cause of the reported problem was a failed speaker. The engineer provided their analysis findings, however, the customer did not request the device to be repaired. The investigation concludes that no further action is required.